Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent a gynecological procedure and mesh was implanted concurrently with total vaginal hysterectomy, cystoscopy, perineorrhaphy, and left salpingo-oophorectomy due to pelvic organ prolapse, stress urinary incontinence, cystocele, and rectocele. It was reported that during surgery the bleeding in the left ovary was not controlled with cautery or sutures necessitating oophorectomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, urgency, frequency, pelvic pressure, overactive bladder, and urinary leakage. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior and posterior colporrhaphy and cystourethroscopy; due to mixed urinary incontinence.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.